Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician back loaded the 3.50x12mm taxus express2 drug eluting stent onto the wire and before it got to the y connector (or touhy), it sheared off in two pieces half way down the shaft. The procedure was completed with another taxus stent. This occurred outside the body. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.